Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robot hysterectomy procedure, the duck bill came loose; it came partially out of the channel. No pieces fell into the patient. A 12mm robotic camera was being used in the trocar. Another sleeve was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Duckbill out of position. The analysis results of the b12lt found that it was received with the duckbill partially detached from the sleeve. One potential cause for the damage found may be the snagging of an instrument during insertion. However, an investigation has been initiated to address the potential root cause of the found seal issues. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 486 mg/dl back to back with a result of 72 mg/dl when testing was performed less than 10 minutes apart on the compact plus system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.